Event description:
It was reported that about 4.5 hours into a da vinci-assisted splenectomy, the procedure was converted to open. The surgeon made this decision based on a lack of visibility, abundant fibrosis, multiple bleeding collateral vessels, significant adhesions secondary to a previous anterior pancreatitis surgery, and the patient's hypertension. The decision was ultimately made to avoid bleeding, as the surgeon couldn't find a window to enter the hilum with a laparoscopic stapler, due to a lack of appropriate articulation. The approximate blood loss was about 1500ml, and blood transfusions were required. The cause of the bleeding collateral vessels and the intervention used to control the bleeding were unknown. The patient's previous medical history includes hypertension, and it was anticipated as a risk to consider prior to the surgery. The patient's blood pressure measurements and any resolution to the hypertension during the procedure were unknown. The patient's clinical presentation was described as complicated. The site confirmed that the procedure was converted solely due to the patient's anatomy and to their prior medical history. The surgeon did not go into the surgery anticipating the possibility of converting the procedure due to the patient's anatomy. No intra-operative complications caused or contributed to the conversion. The patient tolerated the conversion well, with no additional injury. No system or device malfunctions occurred prior to the procedure conversion. It was unknown if the patient experienced any post-operative complications.

Manufacturer narrative:
Based on the current information provided, the cause of the blood loss and the subsequent conversion to open is due to the patient's anatomy and to their previous medical history. No allegation was made against an intuitive surgical, inc. (Isi) device, and no isi products have been returned for evaluation. Per a review of the site's system logs for the reported procedure date, no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.